Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the pt's trainer reported there was condensation in the cartridge compartment of the pt's infusion device and it smelled like insulin. The pt was advised to clean the cartridge compartment with a cotton swab and allow to dry. The pt switched to his backup infusion device. Upon follow up on (B)(6) 2010, the pt stated the infusion device was dry. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.